Event description:
It was reported that troubleshooting was being done. It was later reported that the physician decided not to perform a dye study. The patient had a seroma around the pump. The patient was brought to the or (operating room) on (B)(6) 2013 to explore the fluid around the pump pocket, aspirate, check the patency of the catheter and tighten the purse string suture in the spine incision. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).